Event description:
It was reported by the prestataire that the pink slide was not visible in the viewing window. It is unknown if the cannula was visible after pod was removed; this indicates a needle mechanism failure. It is unknown whether the pod was worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.